Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a prostar xl, after an unspecified procedure. Reportedly, not all needles were visible at the barrel after needle deployment. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the prostar xl device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report: a second device was used to achieve hemostasis after an interventional procedure. The physician is reported to be trained in the use of the prostar xl device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The results of the investigation confirmed the reported experience for this complaint. The probable cause for the needle strike mark on the barrel face during needle deployment is related to the operational context in which the device was used. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date was not provided by hospital. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.